Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. Per the rse, notifications were sent out, but not to all users that customer thought would get the notifications got them. User usk b and resurs did not get the notification. Before the asystole, the patient had another alarm which was seen by one of the staff so unclear if there was a delay; the alarms was very close to one another. The patient was connected with a patient monitor which also was connected to a central station. Assigned caregivers were supposed to be usk a, usk b, ssk a, ssk b, and resurs. During the event, only ssk a, and ssk b got the notification; usk a had no device assigned. The rse checked the setup, and the beds had been cleared for usk b and resurs, and they did not get the notification. The rse indicated that to resolve the issue, beds have now been reassigned to the user usk b and resurs, and settings are updated to be password protected so that beds can't be unassigned by unnotarized users. Based on the information available and the testing conducted, the cause of the reported problem was user configuration. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified; the issue was user related. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting address state: (B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that all users that were intended to get alarm notifications did not get these notifications. The device was in clinical use at the time the issue was discovered. During this incident, the patient passed away.